Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen on a bd precisionglide¿ needle before use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Bd received one 16g bd precisionglide needle in an open blister pack from lot # 7236693. The sample exhibited dark material on the outer surface of the shield. As per request, ftir analysis was completed on this material. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of oil/grease. Qn review: one notification was written for epoxy dripovers on the assembly batch. DHR review: package batch 7236693 had 40 visual inspections performed on 2,400 with zero defects noted. Cleaning was performed five times during the packaging of this batch. Assembly batch 7237766 had 117 visual inspections performed on 6,000 parts with just one defect noted for epoxy dripovers. Cleaning was performed 16 times during the assembly of this batch. All cleaning was performed (B)(4). Possible root cause: red grease is used on the manufacturing equipment. The part must have come in contact with it during assembly.